Event description:
An other health care professional reported during an intraocular lens (iol) implant procedure, the iol stuck in the cartridge and it was not immediately possible to remove it from the cartridge into the eye with the plunger of the injector. After straightening the iol in the capsule bag, a scratch in the optical part of the iol was visualized. The lens was removed during initial procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporter states the use of non company viscoelastic, this is not qualified for use with the associated intraocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).